Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter was overheating. There was damage to the battery compartment around one of the spring contacts, but no fluid intrusion was reported. There was no indication of corrosion to the battery terminals. The customer was provided with an exchanged device and sent the failed device in for evaluation. The batteries required for the investigation were not returned. New batteries were inserted into the unit and the reported overheating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring, which per an nkc investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the transmitter is overheating. There are no cracks or damage to it. There is no indication of corrosion to the battery terminals. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the transmitter is overheating. There are no cracks or damage to it. There is no indication of corrosion to the battery terminals.